Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The power management graph was in specification. No unexpected power loss alarms or battery out limit alarms during testing or in the format history file. No unexpected pump error 25 alarms (power error alarms) or low battery alarms noted during testing; however, a pump error 25 alarm and multiple low battery alerts were present in format history file due to an intermittent non-sleep anomaly. Unexpected pump error 63 alarmed during self-test, problem isolated to keypad assembly. Unit received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive power error alarms, even after troubleshooting. And battery change. Customer's blood glucose was 12.1 mmol/l. Insulin pump would need to be replaced.